Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 6/20/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, it is possible the ilet battery was fully depleted and lost power. However, without the ilet data, device performance cannot be evaluated, and an assignable cause cannot be determined at this time.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. The user reported the ilet turned off unexpectedly during the night, and the user was unable to turn it back on. As a result, they did not receive insulin and experienced blood glucose levels exceeding 400 mg/dl. The user was close to diabetic ketoacidosis (dka) but did not fully enter it. The user, staying in a hotel at the time, called ems, which transported them to the ER. They were admitted on (B)(6) 2024 and as of (B)(6) 2024 there were still in the hospital but expected to be released soon. Immediate health effects included vomiting and a severe headache. While hospitalized, the user was treated with an insulin drip. The user plans to attempt recharging the ilet once they return home and will contact support if it does not turn on.